Event description:
It was reported that the patient fell three times within a three week period, and that the falls were not device related. After one of the falls the patient fell onto their back and began having difficulty charging the ipg, implantable pulse generator. The patient stated having difficulty positioning the charger over the ipg. The patient has had weight loss that may have contributed to the charging difficulty. A CT, computerized tomography, scan was taken and confirmed that the ipg has migrated and has now shifted a little obliquely. Database analysis was completed and showed that the ipg is functioning as expected. The patient underwent an ipg repositioning procedure in which it was confirmed that the ipg had flipped in the pocket.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient fell three times within a three-week period, and that the falls were not device related. After one of the falls the patient fell onto their back and began having difficulty charging the ipg, implantable pulse generator. The patient stated having difficulty positioning the charger over the ipg. The patient has had weight loss that may have contributed to the charging difficulty. A CT, computerized tomography, scan was taken and confirmed that the ipg has migrated and has now shifted a little obliquely. Database analysis was completed and showed that the ipg is functioning as expected. The patient underwent an ipg repositioning procedure in which it was confirmed that the ipg had flipped in the pocket. Additional information was received that bipolar electro cautery was used during the ipg repositioning position, and that the ipg was implanted deeper into the pocket. It was also stated that the patient has continued to have charging difficulty as it is still difficult for the charger to connect to the ipg. The patient has used different charging positions and different chargers, but it is not charging. After about ten minutes of charging the charger becomes warm and must stop. The patient was provided charging techniques to charge and has been able to do so.